Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated the helix is bent, blood visible on helix and damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when the physician elected to find a new location the screw of the lead would not advance/retract normally. It was noted that it took over twenty-five turns to retract the fixation screw and then after retraction the screw would not deploy again. The physician tried a new rotation tool to verify that the first on was not stripped, however the new tool did not work. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.